Event description:
It was reported via phone call, that the customer had air bubbles in their reservoir. Customer's husband was unable to push the air bubble through with the plunger. No significant event leading up to the event were mentioned. No troubleshooting occured. Advised that the reservoir will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used reservoir was inspected. The testing could not be performed due to adhesive missing from the transfer guard and the needle was not held in place.